Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent right hip surgery on (B)(6) 2021 and was implanted with lfit v40 femoral head and was subsequently revised on (B)(6) 2025 due to alleged head disassociation.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.